Event description:
The customer reported aspiration failure during surgery. The surgeon was able to complete the surgery but the surgery took 40 minutes. The customer stated there was a problem with the cassette pak. No patient injury was reported.

Manufacturer narrative:
The customer stated the system was tested with 2 other cassettes with no further problems. The following cases were completed with no further problems noted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).